Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, lead perforation was observed. Patient¿s blood pressure and heart rate were dropping. Pericardiocentesis and pericardial window were performed to fully drain fluid from the pericardium and to seal the perforation on the right ventricle. Post-paced t-wave oversensing was also noted after the procedure. Programming changes were made. The patient was stable after the procedure.